Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had blood back into the catheter extender line. There was no patient harm.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) reported onsite to facility. He identified blood in the pneumatic interface module (pim) upon initial inspection of the unit, and inside the safety disk patient side. Blood dripped into chassis under the safety disk. Blood never made it to the console safety disk side. Blood inside the pim catheter extender port. No blood identified inside the drive manifold or lines from pim to fill manifold. In order to solve the bloodback issue, the fse replaced pim along side safety disk. Logs are attached for reference, nothing unusual identified. The unit was calibrated and passed all functional and safety tests per factory specifications. The unit was returned to customer and cleared for clinical use.

Event description:
It was reported that, during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit's balloon had ruptured. There may be blood in unit. The customer had identified blood back into the catheter extender line. Users proceeded to remove catheter from patient. Catheter kept by cathlab to send it for evaluation. There was no patient harm.